Event description:
A malfunction alarm, identified by malfunction code 12, was reported, but this did not adversely impact the customer's blood glucose level. The customer continued to use the current pump for insulin delivery and was knowledgeable about the protocol for returning the malfunctioning pump. Tandem technical support confirmed the shipping details, instructed the customer on how to put the pump into storage mode, and provided a prepaid label for the return of the defective pump, ensuring a smooth replacement process.